Event description:
The customer stated that one patient sample generated a false positive result of 60 iu/ml for the axsym cmv-igg assay. The patient is known to have had previously generated a negative result of less than 4 iu/ml. The same patient sample generated another positive result after retested with centrifugation. The sample with the result of less than 4 iu/ml was then retested with a result of 0.5 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. A review of the device labeling including the operators manual and the assay package insert was performed. The review indicated that the monthly maintenance for tubing contamination was overdue and was not performed as directed by the operators manual. The review of the assay package insert indicated that specimen handling including centrifugation was not followed as directed. A review of complaints with similar issues identified no adverse trend with similar issue currently under investigation. Based on the investigation results, no malfunction or product deficiency were identified related to this issue and the axsym analyzer, list number 7a83-98, sn (B)(4) is performing as intended.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.